Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been recharging her ipg more frequently. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. The pt may undergo surgical intervention on a later date.